Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced. No patient symptoms were reported.